Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the presenting electrogram without oversensing. Boston scientific technical services (ts) stated possible electromagnetic interference (emi) and would ask the patient's activity to figure out the cause of the noise. This ICD remains in service. No adverse patient effects were reported.